Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Upon placing the lead in a high septal position the physician observed poor sensing and noise via pacing system analyzer. The physician then attempted to reposition the lead but the helix did not retract as expected per fluoroscopy and the stylet would no longer advance in the lead. The lead was removed using manual traction. Suspecting lead fracture, the procedure was completed with an alternate lead in an apical position. It was later noted that the fluoroscopy image(s) reviewed by the physician may not have been the correct images related to this patient. As such, neither the suspected helix issue or fracture could be confirmed nor refuted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured due to torsional overstress during attempts to extend/retract the helix.